Event description:
Customer complained about three discrepant inr results between coaguchek xs meters (B)(4) and a lab using an unknown reagent. Patient 1 was tested using meter (B)(4) and the result was 4.3 inr. The patient had a lab test within 2 hours of the meter test and the result was 3.16 inr. Patient 2 was tested on (B)(6) 2018 using meter (B)(4) and the result was 3.8 inr. The patient had a lab test within 2 hours of the meter test and the result was 2.8 inr. Patient 3 was tested on (B)(6) 2018 using meter (B)(4) and the result was 5.1 inr. The patient had a lab test within 2 hours of the meter test and the result was 2.9 inr. Patient 1 and 2 have a therapeutic range of 2.0-3.0 inr. Patient 3 has a therapeutic range of 2.5-3.5 inr. No medical treatment was received based on any of the meter results. There was no allegation of an adverse event. None of the patients are anemic and they do not have antiphospholipid antibodies. None of the patients are taking heparin or direct thrombin inhibitors. None of the patients reported new medications, new illnesses or diet changes. None of the patients show signs of bleeding or bruising. All three patients are currently feeling fine. Retention test strips (304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.